Event description:
It was reported that 341 days after implantation of a taxus express2 2.75x32mm taxus drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid circumflex artery and proximal obtuse marginal artery. Pre-intervention stenosis was reported as 50% proximal and 90-95% distally. The vessel was balloon dilated and a 2.75x32mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported for the proximal, mid, and distal section of the lesion. The vessel was reported as tortuous. No information was reported concerning pt complications. Medication used during the procedure, or calcification of the vessel. The pt presented 341 days after the initial procedure with an in-stent restenosis of the 2.75x32mm taxus stent. Pre-intervention restenosis was reported as 70% proximally and 90% distally. The restenosis region was balloon dilated and a cypher stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. Pr complication were reported as none.